Event description:
The customer contact reported that during preventive maintenance testing at the user facility, the device would not deliver from the secondary line. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.